Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row; struts were lifted and bent back in a distal direction. The remaining undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21sep2017. It was reported that difficulty crossing the lesion occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.50 x 12 synergy¿ drug-eluting stent was advanced to the treat the lesion. However, the device was unable to cross the lesion. The procedure was completed with another 3.0x15 synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.